Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a wet, raw rash under the patient's breast. The patient believes the irritation was caused by the tide detergent. There was no alleged device malfunction contributing to the irritation. The medical outcome is unknown. Reporting out of the abundance of caution.